Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that a system failure force sensor error occurred. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found both tamper seals missing and a non-OEM (original equipment manufactured) top case with pump and handwritten serial number on label. There was evidence of the error recorded in the event history log (unable to download). The reported problem force sensor test error was found at power up and force sensor reading was out of specification. The investigation found these issues were as a result of normal wear of the device which caused the reported problem. As corrective action, preventative maintenance was performed. The root cause of the reported problem was due to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.